Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suspected a "lead issue" with the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.